Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant procedure due to lead migration. The patient was doing well postoperatively. The explanted device will not be returned per hospital policy.